Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The hcp and MFR rep report a pt's pump is repeatedly alarming and displaying reset occurred - low battery, after an implant duration of 3 months. The pt is in hospice care for end stage ovarian cancer. The drugs being used in the pump are morphine 11.5 mg/ml at 16.027 mg/day. After troubleshooting was performed the alarm was still occurring. Pump replacement was recommended and was being scheduled. The device has not been returned to the MFR on the date of this report. No pt symptoms were reported. Add'l info has been requested from the hcp but was not available on the date of this report.